Event description:
A hospital in (B)(6) reported that on three occasions when they attached the mr290 autofeed humidification chamber to the water bag the water leaked from the chamber and it appeared that the base has not been sealed properly. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one complaint chamber was received, visually inspected and performance tested. Results: the chamber dome was cracked near the base below one the ports of the chamber. The chamber base was also damaged next to the cracks in the dome. The chamber leaked water at the location of the crack when pressure from a 10 lpm flow source was supplied. A lot check revealed no other complaints with a similar root cause for the lot number provided. Conclusion: the hospital has not informed us as to whether the subject mr290 chamber was used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. It is also possible that the chamber was damaged as a result of impact, especially as there is damage to the base. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. This suggests the chamber was damaged post production. Our user instructions that accompany the mr290 state the following: "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure". "Set appropriate ventilator alarms". "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient". (B)(4).